Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter read inaccurately high. The complaint was classified based on customer care advocate (cca) documentation and a review of the call recording on behalf of medical surveillance as the patient was not available to provide additional information when follow-up attempts were made. The patient could not specify when the meter issue occurred, however stated that she obtained a result of "138mg/dl" on the subject meter, which she felt was inaccurately high in comparison to a result of "102mg/dl" obtained on another device. Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter's reading is erroneous as the comparison is not made to a calibrated reference method. The patient also reported obtaining a result of "128mg/dl" on the subject meter, which she felt was inaccurately high in comparison to a result of "103mg/dl" obtained a lab device, within 10 minutes of each other. Based on statistical methodology the calculated difference in results exceeds lfs criteria for accuracy. The patient manages her diabetes by self-adjusting her insulin doses and increased her dose of insulin based on the meter readings. The patient reported that on (B)(6) 2017 at 08:00pm she "went low" and that she visited an emergency room (ER) where she had her blood glucose tested on an ER meter which gave a result of "48mg/dl" and she was treated with IV fluids (unspecified). During troubleshooting, the cca noted that the meter was set to the correct unit of measure and an approved sample site was used. The patient had followed the correct testing procedure and the test strips had not expired or been stored incorrectly. When a control solution test was performed, the results were in range. The product was replaced and requested back. This complaint is being reported because the patient reportedly developed signs and/or symptoms that meet lfs's criteria for a serious injury reportable adverse event after the alleged product issue began.